Event description:
The customer reported to customer service that her transformer housing is broken and that there are wires sticking out.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, the customer stated that the transformer housing was breached along the seam and that the cord has exposed wires. The customer also stated that she did not see any sparking, smoking, fire or melting. The customer indicated that no injuries were sustained as a result of the issue. The damaged transformer has been sent back to medela, though it has not yet been rec'd. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.